Event description:
It was reported that during an unk procedure while firing on stomach tissue, the surgeon could not close the clip and the jaw of the first device. Then he used second device. But after the firing, the clip of the second device could not be opened as usual. The surgeon opened the device by force. At last, the surgeon used a third device to complete the procedure. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the tsb45 device a was returned with the triggers stuck and with no reload present. The device was closed and opened without any difficulties noted. No functional test could be performed as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications, in addition, a sample of the batch is inspected at (B) (4) qa. The analysis results found that the tsb45 device b was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the mfg process.